Event description:
It was reported that the patient underwent surgical intervention on an unknown date wherein the leads were explanted for an unknown reason.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Manufacturer narrative:
Based on information obtained, decision is not reportable as leads were removed during spinal surgery. No allegations against the leads. Supplemental report is needed to reflect change in reportability.

Event description:
Based on information obtained, decision is not reportable as leads were removed during spinal surgery. No allegations against the leads. Supplemental report is needed to reflect change in reportability.